Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0240262. Medical device expiration date: 2022-02-28. Device manufacture date: 2020-08-27. Medical device lot #: 0314719. Medical device expiration date: 2022-05-31. Device manufacture date: 2020-11-09. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'underfill' with the incident lot was not observed. The photo appeared to show an unused tube. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing for each lot and no issues were observed relating to 'underfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: they are "having issues getting enough amount of serum" in the devices.